Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was in the hospital due to bleeding unrelated to this system. The patient received a shock and device evaluation identified intermittent t-wave oversensing resulted in the inappropriate therapy. A boston scientific technical services consultant instructed the caller to repeat auto setup which produced an out of range signal amplitude message. Reference ECG acquisition was successful and alternate vector was selected due to noise in primary and secondary vectors. The patient presented six weeks later for a routine follow up visit and failed screening in all vectors. Noise and small signal amplitudes were again noted. The device was programmed off at that time. Five months later, this product was returned with no details regarding the explant procedure. Device evaluation will be performed. No additional adverse patient effects were reported.